Event description:
It was reported that during a low anterior resection, after the purse string of the anvil in the distal portion of the proximal bowel, the instrument was inserted transanally. It was attached to the anvil and fired. The instrument was removed and tested for leakage. There was a leak on the anterior side of the anastomotic site. The doctor reported that the stapler did not "feel right" during the firing process. Her explanation was it felt as though they had crossed a clip of staple line, however, there were no clips near the rectal stump. Consequently, the patient received a colostomy. Thirty minutes reported as extended surgical time.